Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The top and bottom cases were cracked and the bottom case was missing the rubber feet. There was motor rate error in the event history log. An occlusion test was performed and the reported problem was duplicated; which was due to old and worn motor assembly. The root cause was deemed to be normal wear, the pump was over 15 years old. Actions were taken to mitigate the reported issue: replaced motor assembly, performed occlusion test and all functional testing passed.

Event description:
It was reported that the pump continued to indicate a motor rate error during occlusion test. No patient injury was reported.